Event description:
It was reported that caller experienced repeated cartridge alarms on pump, including cartridge alarm 20, while pump was still under warranty. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin delivery if necessary, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.